Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy, two thunderbeat hand instruments broke while the user was dissecting the uterine artery. The procedure was completed with a different instrument. There was no pt injury reported.

Manufacturer narrative:
Olympus received the thunderbeat hand instrument for eval. The eval did confirm the user's experience. The teflon pad was found melted at the proximal end ot the grasping section. The probe tip was broken at 13.5mm from the distal end. In addition, abrasion marks were found on the probe and in a similar site on the electrode of the grasping section. The damage indicated that the probe and electrode of the grasping section were in direct contact (jaw closed) while the output was activated. The device was tested using an esg-400/usg-400 and error u504 (probe damage) and error u508 (short circuit) was displayed.